Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Two power on resets (por) for write locked random access memory on (B)(6) 2013 were noted. There was one patient alert for por on (B)(6) 2013. Concomitant product: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had three separate power on resets (por) occur with the implantable cardioverter defibrillator (ICD). The patient is undergoing daily radiation therapy. Two of the resets did not require intervention, however, one of the por's resulted in the device resetting to vvi65 and the patient came into the clinic to have the device parameters reset the following day. The ICD remains in use. No patient complications have been reported as a result of this event.